Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple temperature alarms occurred. Reportedly, the customer was unable to resume insulin therapy after charging the pump due to the alarm. It was noted that the pump became very hot and charged quickly. The customer was unsure of their blood glucose level; however, stated that they never went over 240 mg/dl or below 70 mg/dl. It was confirmed that the customer had a backup method of insulin delivery.